Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with a syringe covering the needle, along with the needle cap wrapped in gauze in a plastic container, for the report of tip was broken and remained in trocar. The returned sample was visually inspected and found non-conforming with the tip of the probe broken at the port. Functional testing could not be performed due to the tip being broken off. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. No lot number was identified with this complaint; however, a review of the device history records traceable to the lot number obtained from the customer returned device¿s radio frequency identification device (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. The evaluation was unable to confirm if the returned product had a functional fit issue due to the broken tip. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of a probe was broken during passage through the trocar and remained in the trocar. Tip did not fall to the posterior pole and there's no patient's harm. The surgery was completed after replacing the cutter with another one.